Event description:
Customer reportedly obtained discrepant blood glucose results of 80mg/dl on a professional system, back to back and within 10 minutes, a result of 310mg/dl obtained on the advantage system. No hyperglycemic or hypoglycemic symptoms were reportedly experienced by the customer. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.